Manufacturer narrative:
The return of the device has been requested; however no samples were returned for evaluation. It is unknown if the device is still available. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should the device or additional information be received, a follow-up report will be filed. Device not returned for evaluation

Event description:
(B)(4). Best estimate of date of event is (B)(6) 2009. According to the information received, an end user reported a catheter with the tip cut off.